Event description:
It was reported that the customer over-bolused which resulted in a low blood glucose (bg) level of 46 mg/dl. Carbohydrates were consumed to treat bg level. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.